Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; improper implant size selection, using too long of an implant.

Event description:
In (B)(6) 2019, the surgeon performed a left side pelvic fracture trauma procedure where he used one implant to help fixate the si joint. The patient complained of left side radicular pain following the procedure. The surgeon determined that the implant had breached the neuroforamen. One week after the initial procedure, the surgeon performed a revision procedure where he removed the implant and replaced it with a shorter implant of the same type. The patient's radicular pain symptoms resolved following the revision procedure.